Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support guided the customer through a system check, but no issues were identified. The customer replaced pump supplies as necessary and resumed insulin therapy.